Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. Since the lot number of the subject device was unknown, the manufacturing records were reviewed retrospectively for one year from the delivery date, without any abnormality possibly related to the referenced phenomenon. Based upon the physician's narrative, it is surmised that distal end of a disposable distal attachment damaged the intestinal wall, due to the possibly forcible maneuvers of the endoscope, when the doctor attempted to make the scope pass through the bent portion of the anastomotic site. The following warnings are included in the package insert of the subject device; when the instrument is mounted on the endoscope, do not angulate the endoscope abruptly. This could cause patient injury, such as mucous membrane damage. Do not press the instrument against body cavity tissue with excessive force. This could cause patient injury, such as mucous membrane damage.

Event description:
The patient had undergone the intestinal tract reconstruction procedure by pancreaticoduodenectomy in order to treat congenital biliary dilatation (cbd). The doctor inserted an endoscope for diagnosis and treatment of the strictured portion, however, the endoscope could not be passed through sharply-bent portion of the anastomotic site of biliary duct jejunum. Finally, the doctor decided not to proceed with the insertion. The doctor attempted to make the endoscope pass through the bent part several times, but it did not succeed. The doctor considers that, upon the attempts, intestinal wall was damaged with distal end of the disposable distal attachment (d-201-10704), due to the possibly forcible maneuvers. After that, the patient was recovered by conservation treatment.